Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
The customer reported that the device has intermittent power while in use. There was no patient involvement.

Manufacturer narrative:
A review of the device history record for sn (B)(6) was performed from the date of manufacture 05/19/2014 to the present date 01/04/2021 and note that this device has been returned for service once without correlation to the customer reported issue or service repair. Also, there were no production failures indicated on the source device. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer.

Event description:
The customer reported that the device has intermittent power while in use. There was no patient involvement.